Event description:
It was reported that the patient had pain around the implant site. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.